Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the console device did not work. There were no delays to the surgical procedure as a spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: the date of this report was inadvertently documented as may 22, 2017 on the initial report. The correct date was may 19, 2017. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was not functional and did not work. It was further determined that the sliding switch for port #1 was broken at the bottom and the plate on the irrigation pump was cracked. It was observed that the housing was cracked and had broken screw inserts. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.